Manufacturer narrative:
Product was returned on (B)(6) 2018. Visual examination confirms previous photographic observations; evaluation conclusion remains the same. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was able to be confirmed via photo inspection. Visual inspection of the photo shows damage; devices are twisted, tips compressed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Previous investigation into this issue, determined root cause was related to device design. Drivers are designed to "twist" before fracture of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices - t7 cannulated driver ao catalog #: 110018531 lot #: 14048a. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. This report is number 2 of 2 mdrs filed for the same patient (reference 0001825034-2017-04778).

Event description:
It is reported that two (2) cannulated drivers fractured during screw insertion for an akin osteotomy of the phalanx. No fractured pieces fell in or were retained in the patient's wound and no adverse events were reported as a result of this malfunction. Attempts have been made to retrieve additional information, but no further information is available at this time.